Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display and beep anomaly. Customer stated that insulin was exiting from the tube, but the insulin pump screen was stuck to fill tubing page. Customer stated that they were unable to exit the "preparing to prime" loop. Customer stated that they did not received second series of beep and numbers did not appear on the screen. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.